Event description:
It was initially reported by the pt's spouse that following the replacement of the pt's pulse generator, he could not move his left arm. The pt was said to have indicated to the surgeon prior to discharge that he was experiencing pain at his left arm and he could not move his left arm. The pt's wife also indicated that the generator reported migrated and was in a different position than his previous generator. There was no known trauma or manipulation to the generator aside from the surgical placement. There was no prescription prescribed at the time of discharge by the surgeon. The treating neurologist later prescribed medication for the pt. The next day, the pt was said to have went to ER due to pain in left arm and him not able to move left arm. The ER took x-rays and put him into a sling. Good faith attempts to obtain add'l info from the surgeon have been unsuccessful to date.

Event description:
Further information was received from the patients wife noting that the patient had to have their nerve fixed. No other relevant information has been received to date.